Event description:
I am a (B)(6) registered nurse who desires to focus on my career instead of having more children. I was on ortho- tricyclen low for approximately 12 years and at the age of (B)(6) I wanted a more permanent form of birth control. My story begins with my 2012 yearly pap smear appointment, the obgyn and I discussed this " easy" in office procedure that would allow me to return to work immediately. I decided to have this procedure done within a matter of weeks. The morning of the in office procedure, I was given several medications including a sedative and narcotic medications to make me comfortable during the procedure. The physician was extremely comforting during the procedure, however, the procedure lasted longer than the advertised 10 minutes due to being unable to get the coil into my left fallopian tube. I laid on the exam table with tears and pain as I felt I was being mutilated. Due to the extreme pain following the insertion my blood pressure was elevated and I continued to be monitored in the office until it came down. The pain passed once I got home and I had some slight cramping and bleeding, but it was tolerable. Within two weeks of the coil insertion, I began to experience numbness and tingling in my upper extremities, to the point that both hands were going numb. I notified the physician's office and the nurse reported that this could not be related to the product. I was never asked if I had a nickel allergy prior to insertion. Several weeks later, the low back pain was so severe that it made it difficult to get out of bed and this has continued for a year. A year later, the low back pain is unbearable, the pain in my lower abdomen is severe and causes me nausea, the numbness continues and all labs come back normal, yet it was diagnosed with neuropathy. My abdomen swells to the point I am unable to zip my dress pants for work. I have ended up in the e.r. Multiple times and visited several different physicians trying to find out why I'm experiencing these symptoms after placement of essure. I have always been a healthy individual who works out 3-4 days a week and only visited the doctor for well checks. In one year, my insurance has been billed nearly $ 17,000 in doctor bills searching for an answer to my symptoms. This product is ruining healthy women's lives! The debilitating pain and suffering is beyond what I imagined this product to be. This product needs to be taken off the market as it has not been evaluated properly, adverse events are not being reported properly, and the FDA has not done their job with regards to this mass sterilization being done to women. I am (B)(6) and since placement, my everyday life has become a challenge physically. I am now facing a full hysterectomy once I find a physician that will agree to do it. This product has ruined my quality of life, and many other women's! Take it off the market instead of allowing women to suffer!